Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced a pericardial effusion that required pericardiocentesis. After a transseptal attempt, the medical team was unable to draw blood back and they noticed they were not yet transseptal. They noticed a drop in blood pressure as well. They confirmed a pericardial effusion on ice (intracardiac echocardiography). They completed the procedure and monitored the effusion on ice throughout the procedure. They also confirmed the effusion on transthoracic echo after the procedure was completed. A pericardiocentesis was performed after the procedure and 300ccs were drained. The patient was reported to be stable. The patient fully recovered; however, they required extended hospitalization. Instead of discharging same day, the patient stayed 1.5 days for monitoring. The physician's opinion on the cause of the adverse event is an errant transseptal stick. Atraverse hotwire radiofrequency guidewire was used. No ablation was performed prior to noting the pericardial effusion.